Manufacturer narrative:
The technician found the auxiliary power cord was wrapped around the push handles and the bed was raised. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the auxiliary power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the auxiliary power cord was damaged and the bed sparked and smoked. The bed was locate din ICU room 30. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).